Manufacturer narrative:
Concomitant medical products: power injector, 20g needle-smiths medical jelco valve, smart site needle free valve, medrad power injector tubing. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the pressure rated extension set broke and leaked in the middle of the set causing the contrast to leak "over the patient." It was reported that the contrast rate was programmed at 3ml/sec with a pressure limit setting at 300psi however the pressure limit was not reached. The pressure rated extension set was in use for 2 hrs. When the event occurred. There was no report of patient harm. The event occurred in the radiology department.

Manufacturer narrative:
The customer¿s report that the pressure rated extension set broke and leaked was confirmed. The extension set was visually inspected and a rupture was observed in the tubing beginning approximately 10cm from the proximal end of the set. Functional testing showed no anomalies. The root cause of the customer's report was not identified.

Event description:
The customer reported that the pressure rated extension set broke and leaked in the middle of the set causing the contrast to leak "over the patient." It was reported that the contrast rate was programmed at 3ml/sec with a pressure limit setting at 300psi however the pressure limit was not reached. The pressure rated extension set was in use for 2 hrs. When the event occurred. There was no report of patient harm. The event occurred in the radiology department .